Event description:
Intermittent out of range shock impedance was first reported on this lead on (B)(6) 2019. When patient was in office, shock impedance varied depending on which side the patient was lying on (shock impedance was higher when patient was lying on their right side or sitting up). No noise has been seen or recreated in office. On 10-jan-2020, it was reported that the shock impedance continues to measure over 150 ohms. Patient x-ray shows that the lead sits underneath the left clavicle. Lead remains implanted and will be evaluated further. Should additional information become available, this file will be updated.

Manufacturer narrative:
20-jan-2020 - this lead was explanted and replaced (B)(6) 2020. Upon receipt, the lead under complaint was subjected to an extensive analysis. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. Further damages such as a deformed shock coil and a cut into the insulation approx. 34cm distal to the is-1 connector pin most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
On 20-jan-2020 - this lead was explanted and replaced on (B)(6) 2020. Upon receipt, the lead under complaint was subjected to an extensive analysis. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. Further damages such as a deformed shock coil and a cut into the insulation approx. 34 cm distal to the is1 connector pin most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Additionally the provided data was analyzed. The available shock impedance trend curve covered a recording period between (B)(6) 2020. The base impedance was around 136 ohms and 120 ohms with single outliers to greater than 150 ohms as reported in the complaint description. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(6) 2020 - this lead was explanted and replaced (B)(6) 2020.

Manufacturer narrative:
(B)(6) 2020 - this lead was explanted and replaced (B)(6) 2020. Upon receipt, the lead under complaint was subjected to an extensive analysis. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. Further damages such as a deformed shock coil and a cut into the insulation approx. 34 cm distal to the is1 connector pin most likely occurred during the extraction procedure. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.